Event description:
"Event of intraoperative bleeding and event of death have both been reported by the site with relatedness to device entered as "undetermined". Subject 024-003, a 75-year-old, white, male with an aortic aneurysm and acute dissection, experienced a serious adverse event of intraoperative bleeding after removal of the stent graft system. The subject underwent an endovascular repair with 2x relay nbs plus devices on (B)(6) 2020. No issues with the device deployment or integrity were reported in the device assessment. On post operative day 0 (intra-operatively), the subject experienced the serious adverse event of intraoperative bleeding after removal of the stent graft system. Action taken by the site involved closure of the afc (femoral artery) and the event was considered resolved without sequelae on the same day (day 0). The patient was discharged to a new nursing home or equivalent on pod 80 (B)(6) 2021). Medical history includes hypertension. Asa class ii, current smoker, and currently prescribed antiplatelet or anticoagulant medication (at time of implant). The investigator considered the event of intraoperative bleeding after removal of the stent graft system as undetermined device relatedness. On post operative day 155 (B)(6) 2021, the subject experienced the serious adverse event of death. The investigator considered the event of death as undetermined device relatedness." Patient outcome: "event of intraoperative bleeding was considered resolved without sequelae, after intervention (closure of femoral artery). The subject died on pod 155."

Manufacturer narrative:
This complaint was involved with two devices. Device 1 is being reported under MDR 2247858-2024-00290, and device 2 is being reported under MDR 2247858-2024-00291. Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This complaint was involved with two devices. Device 1 is being reported under MDR 2247858-2024-00290. Device 2 is being reported under MDR 2247858-2024-00291. Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"Event of intraoperative bleeding and event of death have both been reported by the site with relatedness to device entered as "undetermined". Subject (B)(6), a 75-year-old, white, male with an aortic aneurysm and acute dissection, experienced a serious adverse event of intraoperative bleeding after removal of the stent graft system. The subject underwent an endovascular repair with 2x relay nbs plus devices on (B)(6)2020. No issues with the device deployment or integrity were reported in the device assessment. On post operative day 0 (intra-operatively), the subject experienced the serious adverse event of intraoperative bleeding after removal of the stent graft system. Action taken by the site involved closure of the afc (femoral artery) and the event was considered resolved without sequelae on the same day (day 0). The patient was discharged to a new nursing home or equivalent on pod 80 ((B)(6)2021). Medical history includes hypertension. Asa class ii, current smoker, and currently prescribed antiplatelet or anticoagulant medication (at time of implant). The investigator considered the event of intraoperative bleeding after removal of the stent graft system as undetermined device relatedness. On post operative day 155 ((B)(6)2021), the subject experienced the serious adverse event of death. The investigator considered the event of death as undetermined device relatedness." Patient outcome: "event of intraoperative bleeding was considered resolved without sequelae, after intervention (closure of femoral artery). The subject died on pod 155."